Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The prostyle was used to close a puncture exceeding 24f. The electronic prostyle instructions for use (IFU) states: for access sites in the common femoral vein using 5f to 24f sheathes. For venous sheath sizes greater that 14f, at least two devices and the pre-close technique are required. In this case, it is unknown if the IFU deviation would have contributed to the reported difficulties. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 1494- off-label use- indication for use was added to capture use of prostyle to close a puncture exceeding 24f.

Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique via a 6f sheath hole prior to an implanting micra pacemaker interventional procedure. Reportedly, a cuff miss [suture retrieval issue] was noted with a prostyle device. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 27f sheath and the implanting of a micra pacemaker procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.